Event description:
It was reported that the pt was reported in a new area of pain following a fall. The pt fell against a recliner and since that time, she was experiencing pain in a new area. The pt had pain at the implantable neurostimulator site. The pt was at home. The pt's status was reported to be good. Additional info received reported that the pt was seen. The system was fine. After falling, the pt felt like her back pain had moved up to a higher location. The device was reprogrammed and the pt was able to move stimulation to the location of the new pain. The pt was no longer experiencing pain around the implantable neurostimulator area.

Manufacturer narrative:
(B) (4).